Manufacturer narrative:
Investigation of this event is ongoing by the MFR's us agent. An attempt is being made by the agent to gain additional info on the device, condition of the doctor, and an attempt is underway to recover the device for examination by the MFR. This report will be updated when the investigation is concluded, or if new info is discovered as a result of the investigation.

Event description:
Doctor went to recap surgical blade after procedure and the blade went through the plastic cap and cut him.